Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a solent omni thrombectomy system with an unidentified non-bsc catheter and sheath. The sheath was received on the catheter portion of the solent omni device. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopical, tactile and visually inspected. Blood was present outside and inside the device and 200ml in the attached waste bag. A microscopic and visual inspection revealed at the boot vent hole was incomplete and did not go all the way through the boot wall. The proximal shaft was separated and damaged proximal of the sheath and 39.5cm distal of the strain relief. The distal shaft was buckled proximal of the proximal markerband (2.5cm ¿ 3.5cm proximal of the tip). The sheath was not able to move back and forth on the angiojet catheter. An attempt to remove the sheath was unsuccessful due to the damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported there was difficulty in removing the catheter. An angiojet solent omni catheter was being used over a non-bsc guidewire to remove a clot located in the superficial femoral artery (sfa). The device was working properly. A removal attempt was made but the device would not come out. The staff believes it was stuck on a strut of a non-bsc stent. It was also noted that the wire corkscrewed down the vessel (as if in the subintimal plane). The catheter and wire were able to be removed from the patient together with no damage to the stent. The procedure was completed with a solent proxi catheter with no patient complications, and the patient was stable post procedure.